Manufacturer narrative:
The concerto coils remain implanted in the patient. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Zabicki, b., holstad, m. J. V., limphaibool, n., & juszkat, r. (2019). Endovascular therapy of arteriovenous malformation in a male patient with severe post-coital pelvic pain. Polish journal of radiology, 84, 258¿261. Doi: 10.5114/pjr.2019.86893. Medtronic literature review found a report of retreatment after concerto implantation. The article states that the patient experienced pelvic pain, which was shown to be due the presence of a large venous aneurysm (approx. 10 cm in diameter) which transpired to be an outflow vessel of a predominantly right-sided pelvic avm, supplied by multiple visceral branches of the right internal iliac artery. The patient underwent embolization using a liquid embolic with minor relief of symptoms, but the avm remained patent. Five months later, the patient was readmitted with recurrence of pain. Outflow veins were embolized with concerto coils. In addition, direct puncture was used to fill the aneurysm with coils as well as thrombin. Three months later, the patient experienced recurrence of symptoms. Control dsa showed recanalization of the avm despite all previously implanted coils. Additional coils were placed as well as liquid embolic to achieve avm occlusion.